Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a problem with the implant because she was having burning on the left side move to the left hip, then move to the right side. The patient reports the pain quit last night because the ins was not charged and stopped working because it wasn¿t charged. The patient reported she charged the implant and it turned it on to a low setting and the pain and burning started again and there is no rash in the area and the patient turned therapy off. The issue began in (B)(6) 2018. The patient had an appointment with her family doctor on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.